Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient went to the emergency room with the feeling of nausea, dizziness and overall ill along with a dropin heart rate. Upon interrogation, it was found that the patient's right ventricular (rv) lead had intermittent capture and a risein threshold. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.